Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a power error. The patient's blood glucose at the time of incident was 14.6 mmol/l. Troubleshooting was initiated for the power error alarm. The alarm history was reviewed and it was noted that the alarm occurred every four hours overnight. The patient was advised to remove the battery for ten minutes until the notification light stopped blinking, and then to insert a new battery, reset the time and date, and rewind the device. No products were shipped or returned.